Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the evaluation is complete. A visual inspection was performed with no issues found. The reported problem of unknown alarm was identified via an event history log review to be a check lines and bags alarm. The cause was identified to be the membrane gasket. Functional tests, including electrical safety, calibration, and simulated therapy testing were performed with no other defects or malfunctions found. The membrane gasket will be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm in regards to changing the set occurred during use on the homechoice (hc). No patient injury or medical intervention was reported as a result of this event. No additional information is available.